Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle attached on the end and turn it to 2 units to press the liquid out, the pen will go down but no liquid is coming out [device failure]. Hospitalization [hospitalisation]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "needle attached on the end and turn it to 2 units to press the liquid out, the pen will go down but no liquid is coming out(device failure)" with an unspecified onset date, "hospitalization(hospitalization)" with an unspecified onset date, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novopen 6 (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index was not reported medical history was not provided. On an unknown date, patient was having issues with both of novo pen 6, when attached a needle on the end and turn it to 2 units to press the liquid out, the pen would go down but no liquid was coming out and was hospitalized due to the this (duration of hospitalization was not reported). The patient had this issue twice now to the point where the patient had to attend a&e since patient work as a police officer. It was reported that if the issue kept persisting then patient was looking to go back onto the old injections as the patient couldn't seem to get a back up of pens if these one fail. On an unknown date, it was reported that the pen is working fine the incident dates are captured to ensure the mir form is generated. Batch numbers of novopen 6 requested. Action taken to novopen 6 was reported as unknown. The outcome for the event "needle attached on the end and turn it to 2 units to press the liquid out, the pen will go down but no liquid is coming out(device failure)" was recovered. The outcome for the event "hospitalization(hospitalization)" was not reported. References included: reference type: e2b report duplicate reference ID#: (B)(4). Reference notes: affiliate reference number reference type: e2b company number reference ID#: (B)(4). Reference notes: no further information available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results: novopen 6#1 batch number unknown no investigation was possible, because neither sample nor batch number was available novopen 6#2 batch number unknown no investigation was possible, because neither sample nor batch number was available since last submission, the case has been updated with the following: investigation results was added imdrf codes added. -narrative updated accordingly. Final manufacturer's comment: 22-may-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Additionally, the information regarding the clinical consequence due to technical complaint is unavailable. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo h3 continued: evaluation summary novopen 6 batch number: unknown no sample or batch no. Were available hence no investigation possible.